Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on (B)(6), 2009 on his right side. Patients left side was entered in a separate complaint. After the implant of the device, patient experienced severe pain and discomfort. Patient cannot ambulate without assistance. There is no reported revision for patients right side.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update 2/21/2012 - patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.